Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm, blank display anomaly and constant tone on the insulin pump. Customer¿s blood glucose level was 150 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm occurred during normal use. Customer advised the insulin pump would not turn back on after the unexpected restart alarm. Customer advised the insulin pump had a constant tone prior to the blank display anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. No audio beep anomaly or vibration anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker.